Manufacturer narrative:
During recertification of the spectrum infusion pump the device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. Service evaluation observed a delayed keypad response. The cause was identified to be a failed processor printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the recertification process of a spectrum infusion pump it was determined that the device experienced a delayed keypad. No additional information is available.